Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation revealed that the screw's threads have peeled from distal to proximal end. This type of event is typically caused by not inserting the implant co-axial to the bone tunnel, causing the implant to hit the edge of the prepared hole. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a cmc ligament reconstruction case, after the surgeon cut the fcr tendon and placed the new tendon through the incision made at the dorsoradial aspect of the wrist, he drilled with the guide pin into the 1st metacarpal. He then continued with the cannulated drill. He used the quickpass tendon shuttle and was successful in passing the tendon through the newly created tunnel. The 4mmx10mm tenodesis screw, that's included in the cmc implant system was then placed on the driver and he attempted to place the screw and tendon into the hole. He attempted to advance the screw into the hole, but was unsuccessful in his first attempt. He retried and was still unable to advance the screw. He then noticed the screw had broken; the threading on the screw came apart, and the front half of the screw had broken-off and was left in the patient. However, the tendon and screw were not flush. The remainder of the screw was still attached to the driver and you could visibly see the threading of the screw and where it had broken. A new kit was opened up to complete the procedure. The remains of the first tenodesis screw were unable to be removed during the procedure. Patient is a (B)(6) female.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during a cmc ligament reconstruction case, after the surgeon cut the fcr tendon and placed the new tendon through the incision made at the dorsoradial aspect of the wrist, he drilled with the guide pin into the 1st metacarpal. He then continued with the cannulated drill. He used the quickpass tendon shuttle and was successful in passing the tendon through the newly created tunnel. The 4 mm x 10 mm tenodesis screw, that's included in the cmc implant system was then placed on the driver and he attempted to place the screw and tendon into the hole. He attempted to advance the screw into the hole, but was unsuccessful in his first attempt. He retried and was still unable to advance the screw. He then noticed the screw had broken; the threading on the screw came apart, and the front half of the screw had broken-off and was left in the patient. However, the tendon and screw were not flush. The remainder of the screw was still attached to the driver and you could visibly see the threading of the screw and where it had broken. A new kit was opened up to complete the procedure. The remains of the first tenodesis screw were unable to be removed during the procedure. Patient is a (B)(6) female.